Manufacturer narrative:
The company service rep examined the system and performed measurements with the model eye using the customer's probe and a new probe. The measurements were very close with both probes. Troubleshooting was performed by replacing the cpu card and the measurements did not change. The company service rep concluded the biometry probe most likely contributed to the event reported. The biometry probe will be sent in-house for eval. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). Power, miscalculation of. (B) (4). (B) (4).

Event description:
The surgeon reported the pt presented with myopia after surgery. Multiple attempts were made for more info and pt status with no response to date.